Event description:
It was reported during in clinic follow up that the pacemaker displayed an incorrect measurement of battery voltage. No intervention was done. The patient was stable and asymptomatic.